Manufacturer narrative:
Analysis not required for sealed reservoirs due to reservoirs being expired ((B)(6) 2012).

Event description:
The customer reported via phone call they had recurring no delivery alarms every 6 hours on the insulin pump. Customer's blood glucose was 350 mg/dl at the time of the incident. Customer reported that they are unable to troubleshoot at the time of the call. Customer would like to return the set and reservoir for analysis. Customer reported that the alarm did not occur during manual prime. Customer will be shipped reservoirs and infusion sets. Customer declined troubleshooting for the no delivery alarms.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.